Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an "er4" warning when attempting to do his glucose test on his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9 pm. He stated that he manages his diabetes with insulin (pump therapy) and due to the alleged issue denied making any changes to his usual treatment. The patient claimed 24 hrs after the alleged issue started, he developed symptoms of "cotton mouth, metallic taste in mouth and tingling in finger toes and feet". He denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct testing technique and good unexpired test strips. However, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for either of these conditions. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.